Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: the pump had a dim, discolored, faded display screen.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the display screen was dim, faded, discolored and difficult to read. A test display was attached to the pump and illuminated properly without discoloration.